Manufacturer narrative:
H10: per good faith effort (gfe) response received on 06dec2023, the customer requested for a third party to repair the issue. No further action provided by philips. The customer requested a third party to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was low tidal volume and rebreathing risk of co2. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the v60 alarmed for low tidal volume as well as the rebreathing risk of co2. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem.